Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via email that an ar-2372blo knotless ac tightrope did not enter the bone hole properly and the button came off the shaft. The button came off the shaft again because it could not be fixed. The case was completed using another ar-2372blo knotless ac tightrope. This was discovered during a procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information received on 10/29/2024: this was discovered during an ac repair procedure. All broken fragments were removed. The case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Additional information: g3, h3, h6. The failed device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error. This includes improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device's failure. The complaint allegation was not confirmed as the device was not received for evaluation, and no evidence of the failure was obtained.